Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament quad surgery the needle became detached form the suture when it is pulled through the tendon. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588tnt acl-fibertag®-tightrope was received for investigation. Visual evaluation of the device noted that the suture system was mostly still assembled on the suture card and the needle was detached from the suture and was not returned. Signs of crimp were observed on the end of the blue suture, and it was noted that the suture tail was stiff. Functional testing was not performed due to the damage to the device. An eco-34288 was implemented to improve the manufacturability of this device. CAPA-00484 was opened for this issue. This is a known manufacturing issue. Refer to investigation photos.